Manufacturer narrative:
The reported field event of death due to cardiopulmonary failure was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-14015, related manufacturer reference number: 2017865-2021-14016. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported.